Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure, the tip of the firstpass mini broke off outside of the patient. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the suture capture teeth are missing. The supporting suture capture window and upper jaw are bent slightly to one side. There is bio debris on the insertion tool. A functional evaluation showed that the trigger will open and close the jaw and deploy the suture passer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the information provided, the breakage of the tip of the firstpass mini occurred outside of the patient. Since there was no alleged harm to the patient and no other complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: a clinical review states no relevant clinical information nor the device have been provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered nor can the clinical root cause of the reported failure be determined. Based on the information provided, the breakage of the tip of the firstpass mini occurred outside of the patient. According to the report, the procedure was completed without delay using a back-up device. Since there was no alleged harm to the patient and no other complications were reported, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.